Manufacturer narrative:
The reported reason for revision was due to pain. The retrieved components provide little evidence towards the potential cause of this pain. It can be assumed from the retrieved liner that the majority of the damage has been generated as a result of the removal process. The wear patch and stripe on the head indicates that the joint may not have been functioning optimally, with the presence of a wear stripe suggesting that there may be some joint laxity or subluxation of the prosthesis. The use of a high wall liner could also indicate that joint laxity or positioning was a concern for this patient at the time of the primary procedure. There are a number of factors that can affect the performance of a hip prosthesis, as detailed in the packaging insert. Due to the limited amount of information provided with regards to the positioning and reason for revision, the cause for the pain is difficult to determine. It would appear that the stem and shell were well fixed as they have not been returned and hence it is assumed that they were retained. With the evidence provided it is not possible to determine the root cause of the failure. Additional information such as surgical reports and radiographs may contribute to the aetiology of this failure.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. No conclusion can be made as to the cause of the event. The sections could not be completed as the information involves multiple revisions/patients and/or is unknown: expiration date. Manufacture date. Item is to be returned. Upon item return and completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent a hip replacement surgery on (B)(6) 2007. Subsequently a revision procedure was performed on (B)(6) 2014, due to pain. No further information has been received.